Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any defects. Microscopic inspection of the tip identified that the tip is fractured. It is likely that the fiber stopped working as the tip is fractured. Procedural handling of the device during post cleaning, set-up or use, may have contributed to the fiber tip break. According to the instructions for use (IFU), the co2 laser fiber is designed to be used in non-contact mode, keep inadvertent contact between the fiber tip and tissue to a minimum, firing the laser when the fiber is in contact with the tissue will damage the tip and may cause it to break off.

Event description:
It was reported that the fiber did not fire. The fiber was replaced, but the second fiber did not fire either. The procedure was completed with a different device. Analysis of the returned device identified a fracture on the tip of the fiber. There were no patient complications. This complaint refers to the second fiber.

Event description:
It was reported that the fiber did not fire. The fiber was replaced, but the second fiber did not fire either. The procedure was completed with a different device. Analysis of the returned device identified a fracture on the tip of the fiber. There were no patient complications. This complaint refers to the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any defects. Microscopic inspection of the tip identified that the tip is fractured. It is likely that the fiber stopped working as the tip is fractured. Procedural handling of the device during post cleaning, set-up or use, may have contributed to the fiber tip break. According to the instructions for use (IFU), the co2 laser fiber is designed to be used in non-contact mode, keep inadvertent contact between the fiber tip and tissue to a minimum, firing the laser when the fiber is in contact with the tissue will damage the tip and may cause it to break off.